Manufacturer narrative:
On (B)(6) 2024, mentor was notified that the patient underwent bilateral replacement with 400cc mentor memorygel breast implants. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On february 06, 2024, mentor was notified that the ruptured right breast implant previously reported occurred with a previous set of implants. On february 08, 2024, mentor was notified that the previous implants were manufactured by mcghan (non-mentor implants). For clarification of the event, the mcghan implants were implanted on an undisclosed date. The patient underwent bilateral removal and replacement with 350cc mentor memorygel breast implants on (B)(6) 2022 due to a right mcghan implant that was ruptured. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Reason for device explant and/or reoperation: rupture date of explantation: january 17, 2024. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast augmentation revision surgery with implantation of a 350cc mentor memorygel breast implant prosthesis. Post-operatively, the patient was diagnosed with a ruptured right breast implant and baker grade IV capsular contracture of the left breast during an in-office visit with a medical professional. As a result, the patient is scheduled for bilateral breast implant removal and replacement on (B)(6) 2024. This report is for the right breast prosthesis. Refer to manufacturing report number 1645337-2024-00535 for the contralateral event.